Manufacturer narrative:
The device was returned and an evaluation could not confirm the reported complaint of the device failing to complete its internal self-test. The main circuit board was replaced to address the leaking capacitor. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a main circuit board with leaking capacitor. There was no patient harm or serious injury reported as a result of this incident.